Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient became hypotensive and hypoxemic, went into ventricular tachycardia that deteriorated to ventricular fibrillation, and expired. The event occurred after the physician had driven the ion catheter to the lesion; no biopsy had yet been attempted. The physician reported that the patient had a history of smoking, chronic obstructive pulmonary disease, coronary artery disease and a coronary artery bypass graft which might have caused or contributed to the patient death. The physician confirmed that there was no malfunction of the ion system or accessories.

Manufacturer narrative:
A review of the ion system procedure logs found that no system errors occurred during the procedure that were relevant to the reported event. Device history record review found no non-conformances were identified to be related to the event. An intuitive surgical medical safety officer review of the event concluded that during an ion bronchoscopy, before biopsies were obtained, the patient developed ventricular tachycardia and fibrillation associated with hypotension and hypoxia leading to death. Based on the available data the adverse events were procedure related in a high-risk patient with significant comorbidities including known coronary artery disease for which he had undergone CABG, congestive heart failure with a cardiomyopathy, and depressed ef of 31%, as well as copd. There was no allegation of a malfunction of the ion system, instrument, or accessories associated with the reported complication to suggest the event was device related. Bronchoscopy and biopsy are a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.